Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had multiple surgeries since being implanted wherein electrocauteries were used during the surgeries. The physician recommended an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had multiple surgeries since being implanted wherein electrocauteries were used during the surgeries. The physician recommended an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had multiple surgeries since being implanted wherein electrocauteries were used during the surgeries. The physician recommended an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had multiple surgeries since being implanted wherein electrocauteries were used during the surgeries. The physician recommended an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had multiple surgeries since being implanted wherein electrocauteries were used during the surgeries. The physician recommended an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).